Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and a supplemental report will be issued. (B)(4).

Event description:
It was reported that this right ventricular (rv) exhibited high out-of-range pace impedance measurements, high pacing thresholds, and low sensing amplitudes. It was believed that this lead had fractured. Subsequently, surgical intervention was performed to explant and replace it. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the lead was returned in three segments. Analysis confirmed lead conductors were fractured approximately 35 cm from the tip. Detailed analysis of the fracture site determined the conductor coil was fractured due to cyclic fatigue. Please note: patient code 3191 was applied to capture the reportable event of surgery.

Event description:
It was reported that this right ventricular (rv) exhibited high out-of-range pace impedance measurements, high pacing thresholds, and low sensing amplitudes. It was believed that this lead had fractured. Subsequently, surgical intervention was performed to explant and replace it. No additional adverse patient effects were reported. This lead has been returned and analysis has been completed. This report has been updated with the product investigation results.